Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 360-400 mg/dl on the advantage system compared back to back with a result of 130 mg/dl on a professional meter when testing was performed less than 10 mins apart. Reporter indicated that she was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.